Event description:
It was reported that during a supply change on an ilet pump, the user reached the fill cannula step but did not see the green check mark, yet device indicators confirmed insulin delivery had resumed, and the user had experienced hyperglycemia earlier that day which was discussed with their clinician and resolved after supply change with readings returning to a normal range. Symptoms included hyperglycemia. Outcomes included no injury, no alarms, and no medical intervention beyond routine troubleshooting and education. Investigation included customer service troubleshooting and verification of insulin delivery resumption. Investigation of this case revealed no device malfunction and no active pump alerts, with normal operation confirmed after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.